Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 400 mg/dl. Insulin injections were administered to address bg. Pump supplies were changed multiple times and insulin was not observed exiting the tubing. Pump history showed no alerts/alarms that would stop insulin delivery. Pump system check was performed with tandem technical support using the current pump supplies and pump was found to be functioning as intended. Customer acknowledged.